Manufacturer narrative:
(B)(4). Concomitant medical product: flex nexgen femoral component, cat#: 00596401552, lot#: 60459190; mobile lps flex nexgen articular surface, cat#: 00591605010, lot#: 60903052. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08562, 0002648920 - 2017 - 00762, 0001822565 - 2017 - 08563. Product has been discarded.

Event description:
It was reported that the patient is revised eight years after initial knee procedure due to aseptic loosening of the femoral and patellar components. Pre-revision notes allege that the patient may have some polyethylene wear with the bearing causing a polyethylene synovitis.

Manufacturer narrative:
Reported event of patellar loosening was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.